Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 1100 mg/dl. The customer declined to perform troubleshooting. The customer stated that there was a hole in the infusion set, which caused the event. The customer also stated that she was taking antibiotics and had other health issues that may have contributed to the event. Nothing further was reported.